Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service center. The service technician was unable to duplicate the customer's reported issue during testing and evaluation. During service check out, the unit was failing servo testing of the device, so the technician adjusted the v-home value from 220 to 228, but it is unrelated to the original reported issue.

Event description:
It was reported to carefusion that the unit was sent in for shutting down when pressure is applied while running. There was no report of any patient involvement associated with this complaint.